Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an everest inflation device was attempted to be used. The device was removed from the packaging per IFU with no issues noted. The device was inspected before use with no issues. The device was prepped per IFU with no issues. It was reported that as the device was about to be inflated the gauge did not rise smoothly so use of the product was stopped. No patient injury reported.